Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient went to the emergency room and was hospitalized on (B)(6) 2026 due to high blood glucose and high ketone levels. The nurse provided assistance and treatment was given by pen injection. The hospitalization lasted less than 24 hours. The ketone value was 3.8 mmol/l. No further information available.